Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed that the sample mixer was failing based on the service method testing results. Cse replaced the sample 3 (s3) mixer, primed and aligned the s3 probe, and performed a bottom of cuvette correction (bocc) on the s3. The cse also cleaned and aligned the reagent 5 (r5) and s3 probe tips and drains, cleaned r5 and performed a photometer check. System was fully operational upon departure. Siemens concluded that the cause of the discordant results was the sample mixer malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The same samples were repeated on an alternate dimension vista 1500 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient results.